Event description:
The customer reported that the system displayed a pre-charge error code. This error will likely result in a no boot. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe batteries were replaced. The system was then found to be operating as intended and returned to service.